Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain at the ipg site. Reportedly, the patient had lost weight and the ipg was moving in the pocket. Consequently, surgical intervention was taken and the patient's physician replaced and relocated the patient's scs ipg.